Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the outer shaft burst. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure inside the patient, a bubble of fluid from the flushing system began to form on the outside of the catheter at the level of the sheath. The bubble became larger and ruptured. The device stopped working and it was very difficult to pull back off the wire. After removal, it looked like the distal end had unraveled. No device components were left inside the patient. A 1.85mm jetstream catheter was used to complete the procedure with a successful outcome. There were no patient complications during the procedure and the patient was doing fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed multiple areas of buckling/kinks on the shaft located from the tip to 22.5cm proximal. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The location of the burst infusion line was approximately 80.5cm from the tip of the catheter. The damage that was notice is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the outer shaft burst. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure inside the patient, a bubble of fluid from the flushing system began to form on the outside of the catheter at the level of the sheath. The bubble became larger and ruptured. The device stopped working and it was very difficult to pull back off the wire. After removal, it looked like the distal end had unraveled. No device components were left inside the patient. A 1.85mm jetstream catheter was used to complete the procedure with a successful outcome. There were mno patient complications during the procedure and the patient was doing fine.